Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
Type of procedure or technique used- scoliosis correction pre-op diagnosis- scoliosis it was reported that intra-op, set screws stripped during final tightening. The product came in contact with the patient. No patient complications were reported.